Event description:
It was reported the patient experienced a shocking or jolting sensation when their healthcare provider increased stimulation. Decreasing stimulation resolved the jolting, but the patient did not receive benefit. Two weeks later, the patient still had concerns regarding their device or therapy. They were working with their healthcare provider or manufacturer representative. A surgical appointment date of (B)(6) 2015 was noted. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 4351-35, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 4351-35, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).